Event description:
The customer alleged that the central station monitor did not annunciate an alarm, or record a strip during a critical pt incident. The customer noted that the loss of one lead of ECG stopped the recording on both leads of ECG. Upon reattachment of the leads, the pt was noted to be in full arrest and subsequently expired.